Event description:
It was reported, the catheter revised on (B) (6) 2008. No symptoms or outcome were reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).